Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded buttons on keypad trace. No moisture damage found on electronic assembly or motor.

Event description:
The customer reported via phone call that the insulin pump was exposed to water and stopped working. The customer also reported a blood glucose level of 212mg/dl. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.